Manufacturer narrative:
Approximate age of device: 5 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2018, it was reported that the patient was seen in clinic with multiple low flow alarms despite increasing fluid intake. The patient had been having low flow alarms for several months, stated could not sleep at night and alarms came back after switching out to backup controller. On (B)(6) 2018, the patient was admitted to the hospital after a fall at home. The patient received a unit of blood transfusion secondary to the fall, but the alarms persist. It was reported that there were no device or therapy issues associated with the fall, and the lvad was no identified as the source of the bleeding. On (B)(6) 2018, it was reported that the customer was unable to increase the speed from 8000 rpm¿s due to possible inflow cannula obstruction. Patient was deemed not a surgical candidate for pump exchange or transplant. A custom system controller software to lower low flow alarm to 2.0 lpm was requested and provided to the patient. The manufacturer¿s technical service representative reviewed the submitted log files, and multiple low flow events were confirmed. No additional information was provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was aug 31, 2018.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. Analysis of the log files that were provided by the account confirmed low flow alarms events; however, a specific cause for these events could not conclusively be established through this evaluation. The hmii lvas IFU explains that pump flow is estimated based on pump power. Pump performance monitoring outlines different pump parameters and describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Additionally, this IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The alarms and troubleshooting section of this IFU describes all alarm conditions, including the low flow hazard alarm. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.